Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus ls-manual indicating that while monitoring vitals, the device experienced a dpm hardware failure while pacing. There were no patient or user health consequences or impact reported.

Manufacturer narrative:
Event date updated.

Manufacturer narrative:
Event date, manufacture date and product UDI updated.

Manufacturer narrative:
Updated type of reported complaint and description. Patient outcome and health impact updated.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus ls-manual indicating that while monitoring vitals, the device experienced a dpm hardware failure while pacing. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because live-saving therapy/treatment may have been interrupted/delayed.